Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event, with a nadir of 61 mg/dl lasting about an hour and treated with oral carbohydrates, which the user attributed to reduced intake related to gastroparesis; no device issue or component concern was identified. Symptoms included hypoglycemia, though the user reported not perceiving symptoms until significantly lower levels. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to determine a device problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.